Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, 2 weeks prior to this report, the pt experienced peritonitis. The cause of the peritonitis was unknown. On unreported date, the pt began treatment with fortaz (dose, frequency and route of administration not reported) for peritonitis. At the time of this report, the pt was recovering from the peritonitis event and dianeal therapy was ongoing. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895763 and gd895953 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).